Event description:
It was reported that an unspecified number of bd vacutainer® serum blood collection tubes had abnormal white flecks inside. The initial reporter did not indicate if this was observed before or during use. There was no health impact or consequence reported.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary bd had not received samples or photos for evaluation. Therefore, 30 retention samples from bd inventory were evaluated by visual examination and the issue relating to additive abnormality was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode additive abnormality. Bd was not able to identify a root cause for the indicated failure mode. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that an unspecified number of bd vacutainer® serum blood collection tubes had abnormal white flecks inside. The initial reporter did not indicate if this was observed before or during use. There was no health impact or consequence reported.